Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an scs system including an ipg on (B)(6) 2008. It was reported that the pt experienced overstimulation when using his magnet to initiate therapy. Following the initial overstimulation, the pt's stimulator is said to function as designed. Diagnostic tests and x-rays of the pt's scs system have been scheduled for further interrogation.